Event description:
It was reported to medtronic minimed that the customer experienced no communication other device to software. The customer reported no adverse event. The event involved product(s) css7200. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated no harm requiring medical intervention was reported. No product return is required for css7200.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event was conducted using guardian connect version 3.4.0 on the iphone 13, ios 17.5 device with transmitter. We were unable to reproduce the issue during testing.the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications es10582doc version s.we were unable to conduct a thorough investigation due to the lack of essential logs necessary to perform a comprehensive analysis. Without access to the required data, we are unable to identify a definitive root cause of the issue. Most likely this was due to some temporary carelink issue. According to carelink personal - customer is successfully upload snapshots.issue was unknownto assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: a:1. Check the network connection. 2. Turn airplane mode on and then on. 3. Ensure that internet connection is enabled after step 2. B: 1. Wait for some time in case there is temporary carelink issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.